Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, the device was found to be at eri. During interrogation, the device went into backup mode. Images were provided to sjm which revealed possible early battery depletion. Device replacement is anticipated but no intervention has been performed. The patient is in stable condition. Additional information was requested but has not been received.